Event description:
Md used a quick clip for a bleeder. The first clip deployed easily and correctly when the md placed it on the lesion. The second clip, however, would not deploy. Rn reports that the md followed all of the steps to deploy the clip without success. Md chose to use continuous cautery to stop the bleeding.